Manufacturer narrative:
Film evaluation summary: the exact cause of the reported distal type I endoleak could not be conclusively determined from the limited films provided. Pre-implant films, films at implant, earlier post-implant films, films at the time of the event ((B)(6) 2017), and additional films at the secondary intervention were not available for review and comparison. The images provided did not show contrast injection prior implant of the additional limb stent graft, so the reported distal type I endoleak could not be assessed. However, the images showed that the od of the distal bifurcate ipsi limb measured ~ 20 mm l-r. The post-implant sizing worksheet showed that the diameter of the right common iliac artery is currently ~ 20-18-16 mm from proximal to distal. It is possible that the right common iliac artery had dilatated since implant due to disease progression, which led to the distal type I endoleak.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. The aortic neck was 46mm in length, 20mm in diameter proximally and 17mm in diameter distally. It was reported that a CT was done and showed that the endurant stent graft that was implanted on patient's right side does not have wall apposition. There was a type ib endoleak at the bottom of the pant leg on the anterior side. The right common iliac length is about 4cms. The physician placed an endurant limb on the patient's right with the intention to extend the stent graft from the flow divider to the internal artery. The physician landed the limb even with the already implanted left limb stent graft just below the flow divider and the end of the 124 stent graft landed approximately 1 cm from the internal iliac artery. The physician also coil embolized the internal iliac artery due to concern it could later result in a type ii endoleak. No other visible endoleak was present after the limb was placed. Per the physician, the cause of the event was due to not enough purchase of the existing stent graft and dilation of the vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.